Event description:
Reported problem was compressions varying as much as 4cm in depth.

Manufacturer narrative:
Upon evaluation of the device, determined root cause to be wear (galling) on the turbin spool. When galling occurs, the amount of gas (oxygen) delivered to the piston becomes variable and loss of depth control is typical. The customer was recommended to replace the turbin, when the device was serviced in december of 2006 which they denied. Had the turbin been replaced as recommended the occurrence of this product problem would not have surfaced. Patient use information was finally received on 3/2/2007, after 6, prior attempts from initial contact were made. Operator opinion that device failure did not contribute to death as patient suffered from severe coronary complications. Observations summary: compressions did not start until 4-1/2 turns of the chest depth needle valve knob, but stayed stable for 15 to 20 minutes before starting to vary by about 1cm. Inspection of turbin showed galling of exhaust spool. Unit received ccv switch on 12/13/06 and customer refused to change turbin (as part of 5 year service) at that time. Recommended repairs: replace turbin and edr. Test per ts190. Comment: when galling occurs on the turbin spools the amount of gas delivered and when it is allowed continuity with the piston become variable in such conditions. Loss of depth control is normal. Had the unit received the 5 year service no malfunction would have occurred.